Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: the blue valve inside the access port moved when the introducer was inserted and nearly ended up in the pt. Pt status is fine as the problem was spotted in time. No pt injury was reported.